Event description:
It was reported by the perfusionist that during preparation for implant and charging batteries the evening prior, battery would not charge. The battery was replaced and returned to the manufacturer for evaluation. There was no reported patient injury as a result of the event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the battery revealed that the device failed to meet specifications. The battery failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. Fsca apr2014 was distributed to reinforce proper power management. There are no known clinical factors that could have contributed to this event. The company is seeking this information through the event investigation.